Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Tech found the unit's comb was bent and the ratchet was stuck. Tech replaced the comb and repaired the ratchet. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
It was reported that outside of surgery, on an unknown date, the device was in need of repair for an unknown reason. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation damaged comb was found. Due diligence is completed; no further information is available.